Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for roche elecsys troponin t stat (troponin t stat). The erroneous result was reported outside of the laboratory. The initial troponin t stat result from a sample drawn at 1:08 p.m. Was 0.37 ng/ml. This result was reported outside of the laboratory. At 4:02 p.m. A second sample was drawn and the result was <0.01 ng/ml. At 11:56 p.m. A third sample was drawn and the result was <0.01 ng/ml. On (B)(6) 2016 the customer repeated all three samples and all troponin t stat results were <0.01 ng/ml. No adverse event occurred. The troponin t stat reagent lot number was 15349101 with an expiration date of 06/30/2017. The field service engineer visited the customer site. No issues were identified. Probe and mixer alignments were verified along with system voltage checks. No errors were observed while initializing the system and quality controls (qc) were acceptable. It was noted that the sample clotting time may have been too short (11 minutes). Based on a review of the alarm trace, several sample alarms occurred between (B)(6) 2016 which suggest a pre-analytical issue. A specific root cause could not be identified; however, based on the information from the alarm trace and the potentially short clotting time for the sample, the most probable root cause is related to pre-analytic issues.